Manufacturer narrative:
The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 471093-11/lot # n11210301-0437) associated with this event was performed. Per logs, the instrument was last used on 9-may-2022 on system sk1327. The instrument had four uses remaining after the last use. This complaint is being reported based on the following conclusion: it was alleged that it is unknown if a fragment fell into the patient when the cable was found to be torn. At this time it is unknown what caused the instrument issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument had a torn cable. It was unknown if any fragment from the instrument fell inside the patient, but it was noted that the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report. On 31-may-2022, isi received a copy of a report that the customer submitted to swissmedic which included the following additional information related to the event: "after total failure following cable breakage of the instrument concerned, there was a short waiting time for the new instrument or instrument change (approx. 5 min). This resulted in a longer operating time."

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 d02 - intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken grip cable at idler pulley. There was no missing piece noted. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. The root cause is attributed to a component failure. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.061¿ ¿ 0.218¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.